Event description:
The following was reported to gore on (B)(6) 2026 from the imedidata study database: on (B)(6) 2025, a patient with an abdominal aortic aneurysm (without iliac involvement) underwent primary procedure for endovascular treatment. One gore® excluder® conformable aaa endoprosthesis was implanted in infrarenal abdominal aorta, one gore® excluder® aaa endoprosthesis were implanted in the right common iliac artery, and two gore® excluder® aaa endoprosthesis on the left. The patient was discharged home on (B)(6) 2025. Follow-up imaging performed on (B)(6) 2025, shows a maximum diameter of abdominal aorta as 53 mm. Due to back pain, the patient underwent a cta on (B)(6) 2026, which demonstrated a proximal sealing zone dilation with signs of an impending rupture with a type 1a endoleak. The maximum diameter of abdominal aorta is measured at 70 mm. The patient underwent reintervention on (B)(6) 2026 were an aortic extender device of an unknown brand was implanted and the patient recovered.

Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Neither clinical images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement, endoleak. H6: add code e1651 and b31. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.